Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the users were unable to monitor the patient's ECG rhythm via pads during a balloon procedure. The customer reported "cannot analyze ECG" and "learning ECG" messages. The reported symptom occurred while monitoring a patient via pads during a balloon procedure. The customer reported that there was no harm to the patient. There was no allegation that therapy was required or that there was any failure of therapy delivery.